Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The stent dislodgement was able to be confirmed. The difficulty removing the protective sheath could not be replicated in a testing environment due to the condition of the returned device. Based on a visual and dimensional inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no other similar incidents reported from this lot. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that during preparation, a 2.25x28 mm xience alpine stent delivery system (sds) was removed from the dispenser coil without resistance, then lightly soaked in water with the protective sheath still covering the stent/balloon area. Air was not pulled before the sheath was removed with resistance. More force than usual was applied to remove the sheath, due to the resistance, and the stent implant came off of the balloon together with the protective sheath. The device was not used and there was no patient involvement. The procedure was carried out with a new xience alpine sds with no clinically significant delay in the procedure. No additional information was received.